Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. A revision was performed and this lv lead was explanted and successfully replaced. No additional adverse patient effects were reported. The explanted lv lead will not be returned.